Event description:
During remote monitoring, the device experienced a loss of bluetooth low energy (ble) telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of loss of bluetooth low energy (ble) telemetry was confirmed. The information received was reviewed by abbott engineering and it was determined that the device had entered ble lockout due to abnormal usage. The abnormal usage was triggered due to multiple failed connection attempts. This behavior is per design specification.

Event description:
Additional information received indicated the patient was brought in-clinic, and ble telemetry was restored via reprogramming with assistance from abbott technical support. The patient was in stable condition.